Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) double dpt - vamp plus kit. Kit appeared not used. Damage was found at cvp line. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Cross surfaces of broken tubing appeared uneven and rough. Damage occurred on pressure side of the kit. (B) (4) a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the tubing into the transducer was broken off. No patient injury was reported.